Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center experienced connection issues with the maj-1430 (videoscope cable exera ii) that resulted in no image with only gray showing. The customer cleaned the connection port contacts, used a verified good endoscope, adjusted the light brightness, and troubleshooted using the service manual but the issue persisted. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.